Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. Analysis identified damage to the high voltage capacitor as the cause of the extended charge time.

Event description:
It was reported that during implant, when the patient was induced to vf, the device failed to deliver hv therapy due to not completing the charge cycle. The patient was externally rescued. Capacitor maintenance was performed and the charge time was out of range. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.